Event description:
It was reported that two days after the implant procedure, the patient was experiencing phrenic nerve stimulation due to the left ventricular lead shifting position. The lead was reprogrammed with successful pacing and resolved stimulation; the lead remains in use. The patient was a participant in the (B)(6) clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product : 5554-45 lead implanted: (B)(6) 2007. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.